Event description:
Related manufacturer reference number: 2017865-2022-44273 it was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the pacemaker and right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. No programming changes were made. The patient status was unknown.